Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: annex a, annex g, h7, h9.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, door assembly with keypad, ail assembly, rear case assembly, door latch sear assembly, membrane frame, left and right iui. Lvp rear case recall completed. Lvp software recall completed not affected. A review of the device history record showed the device had a manufacture date of sn (B)(4). The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4).was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the bezel assembly. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 00926 for door latch, (B)(4) for sear damage, (B)(4) for ail, (B)(4) for iuis.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices, this lvp needs to be checked for recalls and made operational. No additional information was provided. There was no patient involvement.